Event description:
It was reported that the pt was admitted in 2008 with excruciating pain in the lumbar area. A catheter dye study was performed. The catheter was replaced in the next day due to occlusion. The pump contained dilaudid 20 mg/ml at a dose of 6.498 mg/day, bupivicaine 35 mg/ml at a dose of 11.372 mg/day and clonidine 1100 mcg/ml at a dose of 357.4 mcg/day. The pt recovered without sequela.

Manufacturer narrative:
The catheter was retuned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. Used for catheter. See scanned page.